Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
It was reported that the pt began using the moldable skin barrier approx 1 year ago. Upon use, he reportedly developed a red, itchy rash under the tape border. The pt's physician recommended him to change the skin barrier daily and ordered a prescribed unspecified cream. In (B)(6) 2011, the pt switched to a new protective barrier wipe; however, the rash persisted. After the first use of the new barrier wipe, the pt sustained a skin tear during removal of the skin barrier. According to the pt, the wound was approx 2 inches by 1 inch. The pt reported continual difficulty with removal since that time. No add'l info is available. Pt outcome was not reported.